Manufacturer narrative:
The meter and strips have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Initial reporter occupation: occupation was patient/consumer.

Event description:
There was an allegation of questionable results from coaguchek vantus serial number (B)(4). At 4:22 pm, the result from the meter was 6.0 inr. At 4:27 pm, the result from the meter was 5.6 inr. At 4:35 pm, the result from the meter was 4.4 inr. The same finger was used to obtain the 6.0 inr and the 5.6 inr. A different finger was used to obtain the 4.4 inr result. The warfarin dose was decreased from 2.5 mg tues/thurs and 2 mg the rest of the days to 2mg daily after these results were obtained. The therapeutic range was 2.0-3.0 inr and the patient tests weekly.

Manufacturer narrative:
The reporter's meter and test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.4 - 3.6 inr): qc 1: 5.3 inr, qc 2: 5.1 inr, qc 3: 5.2 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages.